Event description:
It was reported the patient never had a therapeutic effect. The patient experienced speech issues and worsening of his tremor when the stimulation was turned on. The patient had an x-ray and the hcp thought a lead revision may be needed. The hcp planned on trying to reprogram one more time and see if that helped. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).